Event description:
It was reported that, post implant, the right ventricular (rv) lead had high and unstable thresholds. It was determined that the lead had dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.